Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 28-aug-2019, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was alleged that the battery compartment was damaged and that there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-sep-2019 with the following findings: a visual inspection showed a crack in the battery compartment. There was evidence of moisture corrosion in the battery compartment. Leak testing revealed a battery compartment leak. The pump was opened and moisture damage was found on the printed circuit board.